Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that left ventricular (lv) lead exhibited failure to capture. Programming changes were made. Patient condition was stable.